Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification. Visual inspection did not find any anomalies on the lead with the exception of damage consistent with that occurring at the time of the procedure. The reported events of low sensing, high threshold and high impedance were not confirmed.

Event description:
During an implant procedure, low sensing, high capture threshold and high impedance were noted on the left ventricular (lv) lead. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.